Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of air in line alarm during pump operation. Functional testing was unable to replicate the reported issue. The root cause was determined to be a possible defective air detector. The air detector was replaced preventively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a defective air bubble detection sensor. The event occurred before patient use, during testing. There was no patient involvement and no patient harm.